Manufacturer narrative:
H.6. Investigation summary: bd received 7 samples for investigation. The samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. The samples were subjected to functional testing and no issues were identified. Retention samples were visually inspected and subjected to functional testing, all were within the acceptable range for stopper shield separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to replicate the reported defect through return and retention sample testing, this complaint is unconfirmed. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during decapping with bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the rubber stopper remained in tube. There was no patient impact. The following information was provided by the initial reporter: customer reports that the automation line removes the pink plastic part of the cap but not the gray stopper.

Event description:
It was reported that during decapping with bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes the rubber stopper remained in tube. There was no patient impact. The following information was provided by the initial reporter: customer reports that the automation line removes the pink plastic part of the cap but not the gray stopper.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.